Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an egd (esophagogastroduodenoscopy) with stent placement procedure. According to the complainant, during preparation, the stent continually folded when it was being loaded into the delivery system. The procedure was successfully completed with another polyflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.